Event description:
Information was received indicating that during the use of a smiths medical cadd extension set, leaking was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd extension set were returned for analysis in used condition. Visual inspection found no discrepancies. Functional testing included leak testing. There was a leak detected in the air vent of the filter. Customer stated issue was confirmed and was able to be duplicated. Problem source could not be identified.